Manufacturer narrative:
Investigation summary: this complaint is for misidentification of acinetobacter baumannii when using phoenix panel nid (catalog number 448007) batch number 5197529. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. Staphylococcus is a gram-positive organism and was not tested in the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, retention panels of the complaint batch and a control panel from the same material but different batch were tested using in house isolate acinetobacter baumannii 15748 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (acinetobacter baumannii) was misidentified as kluyvera ascorbata. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (acinetobacter baumannii) was misidentified as kluyvera ascorbata. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.